Manufacturer narrative:
Reliability analysis inspected 3 opened enlite sensors and performed visual inspection and found 2 of 3 failed. One of 2 sensors with needle bent inside sensor base. Sensor was unable to confirm in said condition due to customer returned opened. Second failed sensors with cannula broken, broken part is still attached to tubing. One remaining sensor performed bicarbonate buffer test.

Event description:
The customer reported via phone call of sensor errors. The customer stated that her blood glucose was unknown. The customer stated that when she put the sensor on, it did not flash like it should have, giving her a lost sensor. The customer stated that her cannula is bent. Customer will be sent a replacement sensor.